Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, mildly calcified, 90% stenosed distal right coronary artery. No resistance was felt during advancement of the balloon catheter to the lesion. The balloon ruptured at 10 atmospheres on the second inflation. The lesion was further dilated with a 2.0 mm non-abbott balloon catheter. The procedure was completed after deploying a 2.5 mm xience v stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.